Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that "the top lead came loose" two and a half weeks after surgery, according to the physician. The patient also reported being admitted to the emergency room because of "not feeling right", and stated that the hospital indicated there was a "defect". The lead remains in use. No patient complications have been reported as a result of this event.